Manufacturer narrative:
(B)(4).

Event description:
Patient and her mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional patient or event information is available.